Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04234. It was reported the pt had experienced warmth at the ipg site while charging. In addition, the pt had experienced shocking sensations at the ipg pocket site with positional changes; the shocking occurred while the scs system was off.